Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 916882-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "essure implant malfunctioned" in (B)(6) 2012 and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included breast cancer, depressive disorder, vaginal itching, mood altered and premenstrual syndrome. Concurrent conditions included hypertension, dizziness, abdominal pain, low back pain, nausea, bipolar disorder, stomach pain, flank pain, hypokalemia, post-traumatic stress disorder, dysmenorrhea, dyspareunia, hypercholesterolemia and vitamin d deficiency. Concomitant products included alprazolam, buspirone, clonazepam, desogestrel;ethinylestradiol (mircette), escitalopram, ibuprofen, loratadine (lortab), naproxen and valsartan. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain") and perineal pain ("perineal pain"). In (B)(6) 2012, the patient experienced anxiety ("psych injury / psychological / psychiatric problems: anxiety") and depression ("psychological / psychiatric problems: anxiety and depression"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergy: hypersensitivity"), cystitis ("bladder infection/ recurring bladder infection"), urinary tract infection ("uti/ recurring urinary tract infections"), migraine ("migraine /headaches"), mood swings ("hormonal changes: mood swings"), libido decreased ("hormonal changes decreased libido"), vulvovaginal candidiasis ("vulvovaginal candidiasis /recurring yeast vaginal infection/ yeast infection") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder probs"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), vitamin d deficiency ("vitamin d deficiency"), essential hypertension ("essential hypertension"), vaginal infection ("vaginal infection") and allergy to metals ("allergy of essure device"). The patient was treated with surgery ( ablation on (B)(6) 2018 and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, dermatitis allergic, hypersensitivity, anxiety, bladder disorder, cystitis, vaginal discharge, fatigue, tooth disorder, headache, migraine, nausea, vitamin d deficiency, essential hypertension, alopecia, mood swings, libido decreased, depression, hot flush, perineal pain, vaginal infection and allergy to metals outcome was unknown and the abdominal pain, urinary tract infection, vulvovaginal candidiasis and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, essential hypertension, fatigue, headache, hot flush, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2011 and (B)(6) 2012. Plaintiffs received treatment for dysmennorhea (cramping),pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, psych injury, bladder problems, bladder infection , uti, vaginal discharge, fatigue, dental probs., headaches, migraine, nausea, essential hypertension, vitamin d deficiency. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; abdominal pain, back pain, pelvic pain, dysmenorrhea, vulvovaginal candidiasis, depression, hot flashes, menorrhagia, nausea, perineal pain lot# 916882 reported is not valid. Most recent follow-up information incorporated above includes: on 4-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia heavy menstrual bleeding') in an adult female patient who had essure (batch no. 916882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "essure implant malfunctioned" in (B)(6) 2012 and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included breast cancer, depressive disorder, vaginal itching, mood altered and premenstrual syndrome. Concurrent conditions included hypertension, dizziness, abdominal pain, low back pain, nausea, bipolar disorder, stomach pain, flank pain, hypokalemia, post-traumatic stress disorder, dysmenorrhea, dyspareunia, hypercholesterolemia and vitamin d deficiency. Concomitant products included alprazolam, buspirone, clonazepam, desogestrel;ethinylestradiol (mircette), escitalopram, ibuprofen, loratadine (lortab), naproxen and valsartan. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain") and perineal pain ("perineal pain"). In (B)(6) 2012, the patient experienced anxiety ("psych injury / psychological / psychiatric problems: anxiety") and depression ("psychological / psychiatric problems: anxiety and depression"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea cramping"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergy: hypersensitivity"), cystitis ("bladder infection/ recurring bladder infection"), urinary tract infection ("uti/ recurring urinary tract infections"), migraine ("migraine /headaches"), mood swings ("hormonal changes: mood swings"), libido decreased ("hormonal changes decreased libido"), vulvovaginal candidiasis ("vulvovaginal candidiasis /recurring yeast vaginal infection/ yeast infection") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder probs"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), vitamin d deficiency ("vitamin d deficiency"), essential hypertension ("essential hypertension"), vaginal infection ("vaginal infection") and allergy to metals ("allergy of essure device"). The patient was treated with surgery (ablation, ablation on (B)(6) 2018 and hysterectomy (full),salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, dermatitis allergic, hypersensitivity, anxiety, bladder disorder, cystitis, vaginal discharge, fatigue, tooth disorder, headache, migraine, nausea, vitamin d deficiency, essential hypertension, alopecia, mood swings, libido decreased, depression, hot flush, perineal pain, vaginal infection and allergy to metals outcome was unknown and the abdominal pain, urinary tract infection, vulvovaginal candidiasis and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, essential hypertension, fatigue, headache, hot flush, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2011 and (B)(6) 2012. Plaintiffs received treatment for dysmennorhea (cramping),pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, psych injury, bladder problems, bladder infection , uti, vaginal discharge, fatigue, dental probs., headaches, migraine, nausea, essential hypertension, vitamin d deficiency. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; abdominal pain, back pain, pelvic pain, dysmenorrhea, vulvovaginal candidiasis, depression, hot flashes, menorrhagia, nausea, perineal pain most recent follow-up information incorporated above includes: on 17-feb-2020: plaintiff fact sheet received. Events allergy of essure device and essure implant malfunctioned were added. Concurrent condition added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 916882-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "essure implant malfunctioned" in (B)(6) 2012 and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included breast cancer, depressive disorder, vaginal itching, mood altered and premenstrual syndrome. Concurrent conditions included hypertension, dizziness, abdominal pain, low back pain, nausea, bipolar disorder, stomach pain, flank pain, hypokalemia, post-traumatic stress disorder, dysmenorrhea, dyspareunia, hypercholesterolemia and vitamin d deficiency. Concomitant products included alprazolam, buspirone, clonazepam, desogestrel;ethinylestradiol (mircette), escitalopram, ibuprofen, loratadine (lortab), naproxen and valsartan. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain") and perineal pain ("perineal pain"). In (B)(6) 2012, the patient experienced anxiety ("psych injury / psychological / psychiatric problems: anxiety") and depression ("psychological / psychiatric problems: anxiety and depression"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergy: hypersensitivity"), cystitis ("bladder infection/ recurring bladder infection"), urinary tract infection ("uti/ recurring urinary tract infections"), migraine ("migraine /headaches"), mood swings ("hormonal changes: mood swings"), libido decreased ("hormonal changes decreased libido"), vulvovaginal candidiasis ("vulvovaginal candidiasis /recurring yeast vaginal infection/ yeast infection") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder probs"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), vitamin d deficiency ("vitamin d deficiency"), essential hypertension ("essential hypertension"), vaginal infection ("vaginal infection") and allergy to metals ("allergy of essure device"). The patient was treated with surgery (ablation, ablation on (B)(6) 2018 and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, dermatitis allergic, hypersensitivity, anxiety, bladder disorder, cystitis, vaginal discharge, fatigue, tooth disorder, headache, migraine, nausea, vitamin d deficiency, essential hypertension, alopecia, mood swings, libido decreased, depression, hot flush, perineal pain, vaginal infection and allergy to metals outcome was unknown and the abdominal pain, urinary tract infection, vulvovaginal candidiasis and back pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, essential hypertension, fatigue, headache, hot flush, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2011 and (B)(6) 2012. Plaintiffs received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, psych injury, bladder problems, bladder infection , uti, vaginal discharge, fatigue, dental probs., headaches, migraine, nausea, essential hypertension, vitamin d deficiency. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; abdominal pain, back pain, pelvic pain, dysmenorrhea, vulvovaginal candidiasis, depression, hot flashes, menorrhagia, nausea, perineal pain lot# 916882 reported is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. We received an invalid batch number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 916882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included breast cancer, depressive disorder, vaginal itching, mood altered and premenstrual syndrome. Concurrent conditions included hypertension, dizziness, abdominal pain, low back pain, nausea, bipolar disorder, stomach pain, flank pain, hypokalemia, post-traumatic stress disorder, dysmenorrhea and dyspareunia. Concomitant products included alprazolam, buspirone, clonazepam, desogestrel;ethinylestradiol (mircette), escitalopram, ibuprofen, loratadine (lortab), naproxen and valsartan. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain") and perineal pain ("perineal pain"). In (B)(6) 2012, the patient experienced anxiety ("psych injury / psychological / psychiatric problems: anxiety") and depression ("psychological / psychiatric problems: anxiety and depression"). In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergy: hypersensitivity"), migraine ("migraine /headaches"), mood swings ("hormonal changes: mood swings") and libido decreased ("hormonal changes decreased libido"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder/urinary problems: bladder probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), headache ("headaches"), nausea ("nausea"), vitamin d deficiency ("vitamin d deficiency"), essential hypertension ("essential hypertension"), vulvovaginal candidiasis ("vulvovaginal candidiasis /recurring yeast vaginal infection"), hot flush ("hot flashes") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the vaginal haemorrhage, dermatitis allergic, hypersensitivity, anxiety, bladder disorder, cystitis, vaginal discharge, fatigue, tooth disorder, headache, migraine, nausea, vitamin d deficiency, essential hypertension, alopecia, mood swings, libido decreased, depression, hot flush, perineal pain and vaginal infection outcome was unknown and the abdominal pain, urinary tract infection, vulvovaginal candidiasis and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, essential hypertension, fatigue, headache, hot flush, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, perineal pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2011 and (B)(6) 2012. Plaintiffs received treatment for dysmennorhea (cramping),pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, psych injury, bladder problems, bladder infection , uti, vaginal discharge, fatigue, dental probs., headaches, migraine, nausea, essential hypertension, vitamin d deficiency. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; abdominal pain, back pain, pelvic pain, dysmenorrhea, vulvovaginal candidiasis, depression, hot flashes, menorrhagia, nausea, perineal pain most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received: lot number was added. Reporter information, medical history, concomitant drug was added. New events" abnormal bleeding (vagina), hair loss, hormonal changes: mood swings, decreased libido,hot flashes, infection (bladder/urinary tract/vaginal): vulvovaginal candidiasis, recurring yeast and vaginal infection, psychological / psychiatric problems: depression, lower back pain, perineal pain" were added. Previously added event " psych injury was updated to psychological / psychiatric problems: anxiety. Outcome of event menorrhagia, dysmenorrhea, pelvic pain, dyspareunia" were updated to " recovered/resolved" and outcome of event "urinary tract infection and abdominal pain" was updated as " recovering/ resolving". We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash/skin condition"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), vitamin d deficiency ("if "other" please describe: vitamin d deficiency") and essential hypertension ("if "other" please describe: essential hypertension"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, rash, hypersensitivity, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, tooth disorder, headache, migraine, nausea, vitamin d deficiency and essential hypertension outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, essential hypertension, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, tooth disorder, urinary tract infection, vaginal discharge and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2011 and (B)(6) 2012. Plaintiffs received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, psych injury, bladder problems, bladder infection, uti, vaginal discharge, fatigue, dental probs., headaches, migraine, nausea, essential hypertension, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- dysmennorhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), rash/skin condition, hypersensitivity, psych injury, bladder problems, bladder infection, uti, vaginal discharge, fatigue, dental problems, headaches, migraine, nausea, essential hypertension, vitamin d deficiency, she did not undergo confirmation test. Reporter information, date of birth were added. Essure insertion date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.